Event description:
Right internal jugular venous single lumen central catheter was inserted on 2-11-98 without complication. On 2-16-98-the hub of central line was found with sutures intact but was not attached to rest of line. Md was called to try to retrieve, but unable to retrieve. Chest x-ray was done; broken off end of catheter was in right atrium/ivc. Pt emergently went to heart cath lab to have lost catheter retrieved from vena-cava without complication.